Event description:
The monitor alarmed for low mean arterial pressure (map) of 49-53. Rn checked extracorporeal membrane oxygenation (ECMO) for flows and noted it was off. The rotoflow head was removed and hand cranking increased the map to 75-85 and the oxygen saturation increased to 100%. The plugs were checked and moved from the bed outlet directly to the red outlet. The rotoflow was restarted, the arterial ECMO line was clamped to move the rotoflow back to the main system. The revolutions per minute (rpm) increased to 2850. The arterial line was unclamped and the map 87. Patient remained stable. Rotoflow changed out. Upon asessment, a faulty on off switch was found. The MFR response from maquet follows: reportedly our request for maquet to replace all three rotoflows has been reviewed by maquet and been denied.